Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the during a lead repositioning procedure (reported under 3006705815-2024-00876), the top left contact 16 of the lead fell off. The issue did not affect the lead laterally or during collision testing, hence, the lead was left implanted. The contact number 16 was discarded.

Manufacturer narrative:
The date of event is estimated.